Event description:
It was reported that pump displayed malfunction code 3 with fault ID 3-0x2095 and that no notable events occurred prior to the malfunction, and customer¿s blood glucose did not exceed the reported limit. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while customer technical support arranged a warranty replacement pump, confirmed shipping address, instructed customer to place pump into storage mode before return, explained the need to reenter pump settings and reconnect continuous glucose monitor to replacement pump, and instructed customer to return problematic pump using prepaid label within 10 days, which customer understood and acknowledged.